Event description:
A relative found customer passed out and glucose measured 301ng/ml t 7:16am. It was reported emergency medcial technicians (emis) were called and their device measured 5 mg/dl performed within 5 minutes of the original value. Reporter stated being given an IV and awoke however was transported to the hospital. No treatment was reportedly received at the hospital and it was stated hospital said customer's glucose was normal. A request was made for the return of the suspect device and replacement product was sent.